Manufacturer narrative:
(B)(4). Concomitant medical products: psn asf ps 12mm ply l 10-12 gh item# 42-5114-010-12 lot# unknown, kne-persona-femorals-unk item# unknown lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was underwent total knee arthroplasty on an unknown date. Subsequently, the patient was revised due to tibial loosening and pain. No additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information from the customer. No device or photos were received; therefore, the condition of the component is unknown. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. According to the information in the complaint, a size 9 persona ps femoral component was used with size 12 persona ps articular surface. This is considered incompatible per the persona surgical technique. It was also noted that the tibial component that was explanted was a size h and this is compatible with the articular surface. It is unknown if the incompatibility has any contribution to the reported event. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.